Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 manufacturing site evaluation: pending further investigatioon.

Event description:
It was reported by the healthcare professional to the company sales representative "the defect is the thread breakage. Before use, the user found that the suture near the needle was friable. Thus, they decided to dispose that piece and opened another pack."

Manufacturer narrative:
Samples received: 7 unopened and 1 open pouches. Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed 5,292 units in the market. There are no units in stock in b. Braun surgical's warehouse. We have received an open unused sample and seven closed units. We have tested the knot pull tensile strength of the closed samples received and the results fulfill the requirements of the european pharmacopoeia (ep): 0.96 kgf in average and 0.91 kgf in minimum (ep requirements: 0.51 kgf in average and 0.15 kgf in minimum). We have also tested the needle attachment strength of the closed samples received and the results fulfill the requirements of the european pharmacopoeia (ep): 0.62 kgf in average and 0.44 kgf in minimum (ep requirements: 0.46 kgf in average and 0.23 kgf in minimum). Samples have also been checked visually and it has been seen that there are marks in the thread near the needle-attachment area. It seems a defect but this is the effect produced by the flap of the support cardboard where the needle is placed, that is over the thread and then it pressures in a small area of the thread as can be seen in the enclosed pictures. This situation does not affect the properties and functionality of the product. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples received. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.